Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility. The service technician visually inspected the front panel, notice excess fluid residue buildup on bottom section of the front panel/ gasket area, optical encoder, between the button membrane and nebulizer area. Front panel is showing signs of excess liquid exposure resulting in fluid ingress, this is an isolated incident. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the touchscreen of the vela ventilator is delaminated and does not work. The customer confirmed that there was no patient involvement associated with the reported event.